Manufacturer narrative:
The cot was examined and found to be performing to specification. The operator likely lost his balance on the ice and caused the cot to drop.

Event description:
It was reported that an emt slipped on ice and then the cot dropped.